Event description:
Irregular periods. Severe cramping. Blood clots. Bleeding after intercourse. Spotting between periods. Cramping/pain during intercourse. Pain/cramping while exercising. Metallic taste mouth.